Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a compromised forced sensor alarm during priming. Her blood glucose was 135 mg/dl. During prime rewind troubleshooting, she said that the pump was alarming compromised forced sensor alarm. The customer was advised to disconnect from the pump and to treat per her doctor¿s instructions. She said that she had already given herself a shot. She stated that the insulin pump was not dropped or bumped. The customer states that the drive support cap appeared normal and that they had not pressed the cap while connected. It was explained that the possible cause of the alarm was that during seating, the force sensor did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm occurred during displacement test due to motor high current draw. The insulin pump passed idle current test and run current test. Analysis was unable to perform self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.